Event description:
The evercross balloon burst at 7atm. An extravasation post evercross balloon rupture occurred in the external iliac. The physician then placed a covered stent to resolve the extravasation. During rupture in the artery the patient also experienced hypotension.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.